Event description:
The patient underwent a sling procedure 1999. Following the surgery, patient experienced urinary retention and was treated with two urethral dilation procedures. When that was not effective, the patient saw another physician at another hospital. Scar tissue was removed in 1999. The tape was cut and a small portion of it was removed. The patient has had some relief since this procedure, and now has only intermittent retention.